Event description:
It was reported that upon deployment of a transcatheter aortic valve, angiography and echocardiography were performed that revealed pericardial effusion. Subsequently, surgical repair of the left ventricle was performed. The following evening, the patient died in the intensive care unit (ICU). Per the physician, the procedure contributed to the death.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d- evolutfx-2329, serial/lot #: unknown, ubd: unknown, UDI#: unknown. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. D4. Full UDI. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the perforation may have been caused by the crossing guidewire, which was not a medtronic device.

Manufacturer narrative:
Updated data: this is a system report. The section d information is for the primary device, which was in use with the following: product ID: d-evolutfx-2329, lot #: 0012460560 use before date: 2026-09-25 full UDI#:(B)(4), manufactured date: 2024-09-25, non-implantable product. H6. Eval code method for the system reported device was changed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon deployment of a transcatheter aortic valve, angiography and echocardiography were performed that revealed pericardial effusion. Subsequently, surgical repair of the left ventricle was performed. The following evening, the patient died in the intensive care unit (ICU). Per the physician, the procedure contributed to the death.

Manufacturer narrative:
Updated data: b5. H6. D10. Continuation of d10: product ID {guidewire}; product lot/serial number {unknown}; product type: {guidewire}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of death was due to a left ventricle perforation. Per the physician, it was unknown if the delivery catheter system (dcs) caused or contributed to the pericardial effusion and subsequent death, but the valve did not cause or contribute to the pericardial effusion and subsequent death. Per the physician, the pericardial effusion was possibly caused by the guidewire.